Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after one month post filter implant on (B)(6) 2009, CT scan demonstrated ivc filter with its apical tip above the level of the renal veins and there was significant apical tilt to the right with approximately 36-degrees. On (B)(6) 2009, patient presented for filter removal. Multiple unsuccessful attempts were made to snare the tip of the filter. Subsequently, a pigtail catheter was passed around the filter and then the wire was advanced towards the sheath. Then using a 15 mm snare the wire was snared and subsequently an attempt was made to pull the filter tip off the ivc sidewall, however this was unsuccessful. The procedure was stopped. Later on (B)(6) 2010, patient experienced right upper quadrant and back pain. CT scan demonstrate multiple struts of the ivc filter impinging on adjacent structures protruding through the cava wall. It was inferred that pain maybe secondary to malposition of ivc filter. Therefore, the investigation is confirmed for filter tilt, perforation, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, unable to retrieve and struts perforated into right renal vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.